Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Complaints text (B)(6) 2021 08:47:36 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2021 08:47:06 (B)(4). Customer concern: pt said he woke up this morning and his pump is off, he change the battery but still showing blank display dop114-980, doc: display - flashing/white/blank/frozen/partial what led up to the event?: low battery, advise customer to disconnect at the quick release: yes. Is customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred?: no. Is the customer calling back with blank display after receiving a new battery cap?: no. Is customer reporting blank display?: yes. Explain possible causes of a blank display. Was display blank for less than 30 seconds and then returned?: no. Is display blank at time of call?: yes. Advise customer to remove battery. Did ¿insert battery¿ alarm display on pump screen?: no. Check if battery is a aa battery. Document type of battery in use: aa alkaline advise customer to check contacts on cap for damage. Are contacts on battery cap missing or damaged?: no advise customer to inspect battery compartment and spring for corrosion and/or damage. Is the battery compartment and/or spring damaged or corroded?: no. Advise customer to clean the battery cap contacts with a dry cotton swab. Advise customer to press and hold the back button for 60 seconds. Advise customer to insert a new aa battery. Did display return after pump restart?: yes. Assist customer with the following: -clear ¿pump error 23¿ alarm -clear ¿power loss¿ alarm -update the pump¿s time & date -clear ¿active insulin cleared¿ alarm -complete ¿reservoir & tubing¿ process advise customer wirelessly connected or paired devices will have to be connected/paired to pump again due to restart. Assist customer with wireless connection or pairing of compatible devices. Has pump been bumped/dropped recently?: no. Has pump been exposed to moisture recently?: no. Instruct customer on proper battery usage and variability of battery quality. Advise customer to monitor product advise customer to call back as needed.